Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the erv (expected reservoir volume) and the arv (actual reservoir volume) at the last 2 refills were arv 15ml and erv 7.8ml and arv 11ml and erv 3 ml. The volume filled and volume programmed at the refill prior to the visit at which the volume discrepancy was discovered was 40ml. The pump was replaced. The catheter aspirated at the replacement so the surgeon replaced the pump. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine and clonidine dose and concentrations not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient experienced some withdrawal like symptoms and the refills were inconsistent. During the last 2 refills more was in the reservoir than expected. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was noted as the problem was noticed at refill appointments. No actions and interventions had been taken as yet but surgery was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.